Event description:
The patient went to the hospital due to seizures/status epilepticus. X-rays were performed to assess the continuity of the vns. No obvious discontinuities were observed. The x-ray images have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date.

Event description:
It was reported by the patient's physician that the patient has high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that at a physician's appointment on (B)(6)2019 she was informed by the physician that the vns device was not functioning properly. She elaborated clarifying that the physician received two error messages for the ¿output and lead¿. Per the patient¿s mother, the doctor wants to refer the patient for surgery. The patient's mother also mentioned that the patient had a really bad seizure on (B)(6) 2019. She noted that the device was not turned off at the appointment but that the device is not providing stimulation, mentioning that the patient can no longer feel stimulation when swiping the magnet. Further follow up was performed with the physician; however, no additional relevant information has been received to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.